Event description:
Reportedly, the surgeon followed proper protocol, fired the instrument correctly, but no staples came out (colon). The surgeon hand-stitched the anastomosis which added an additional 1.5 hours to the case. The pt was reported to be recovered. Procedure: low anterior resection.